Event description:
A nurse stated to a convatec territory sales representative that an fms device would not deflate prior to insertion.

Manufacturer narrative:
Based on the information the event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information becomes available a follow-up report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site.